Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video system center exhibited poor illumination, blurred images. The issue was found at an unknown event. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the image on the monitor flickers. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the front panel appearance defects/front panel was cracked; the stud bolt on the front panel was broken; and video connector socket was defective. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.